Manufacturer narrative:
Product received for evaluation: DHR: no anomaly was found about design specifications relative to tip specifications, raw material, and heat treatment. The design changes history is also reviewed. No design changes were recorded on product code 219127nd during the last two years. Lot information: lot number: fa5s catalog number : 219127nd device identifier : (B)(4). Product identifier: n/a (manufacturing done before the implementation of UDI regulation) manufacturing date: june 2015 expiration date: not applicable (non sterile products) failure analysis: it is observed during visual inspection that tip is broken and twisted. As the tip is twisted, it means that a plastic deformation of the tip occurred prior to the breakage and is due to the application of a stress superior to the mechanical resistance of the device. Root cause: results of the documentary investigation does not reveal any issue about the design, the manufacturing, during the use. No trend for this kind of incident is observed. Product analysis shows deformation of the tip and breakage. It means that a plastic deformation of the tip occurred prior to the breakage and is due to the application of a stress superior to the mechanical resistance of the device. As product was released in 2014, we can conclude that the device was used multiple times prior to the breakage. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
"The tip of the torx screwdriver spontaneously broke off during screwing on a lock cap of a surfix alpha screw during a surgery with hallulock system. As sales representative attended the surgery he could see that the screwdriver was used in a normal way." No patient injury reported and the event did not lead to surgical delay.